Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. In addition, the service technician also noted an error codes error 101: err_humid_max_temp and error 130: err_task_wdog_timeout. The device was scrapped by the service center after the evaluation was completed.